Manufacturer narrative:
The device has been reported as discarded; therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro¿ catheter and the patient experienced pericardial effusion that required pericardiocentesis. It was reported that the patient suffered a pericardial effusion after the ablation procedure for afib. Pre-procedure, a small effusion was observed on intracardiac echo (ice). At the end of the case the effusion was noticed to be a little bigger on ice. The physician waited 30-45 minutes and the effusion was not growing on ice. The physician removed catheters and the patient was transported to post-op area. No intervention was performed at that time. Later, the patient had become symptomatic post-operatively (specific symptoms are unknown). A pericardiocentesis was performed and 350 cc of fluid removed. The patient was reported to have fully recovered. Transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion, no evidence of steam pop. No error messages observed on biosense webster equipment during the procedure.